Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed, and the device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked below the drip chamber. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.